Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair in good condition. Service history of this device shows that this device has been not in for service in the past 12 months. Issue was confirmed. Cassette is not recognized, and the dso sensor was not working. Visual test was performed; downstream occlusion (dso) sensor and dso seal will be replaced.

Event description:
It was reported that the cassettes are not being recognized. The event occurred in the setup room while the pump was being upgraded. There was no patient involvement.